Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality laboratory. Visual examination identified that the outer shell at the distal tip pf the lead (which also contains the drug collar) had detached. Visual inspection also noted that the helix was returned extended. The lead was tested and passed continuity testing, which indicated that the conductor coils were electrically continuous.

Event description:
It was reported that this right ventricular (rv) lead was implanted in the left bundle branch (lbb) and when the physician removed the lead it was observed the lead was damaged and was unable to be used. The physician replaced the lead prior to pocket closure and it was successfully replaced. No adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was implanted in the left bundle branch (lbb) and when the physician removed the lead it was observed the lead was damaged and was unable to be used. The physician replaced the lead prior to pocket closure and it was successfully replaced. No adverse patient effects were reported. The lead was returned for analysis.